Event description:
It was reported that during a thoracoscopic partial pneumonectomy, the firing stopped when the device was moved for 10 to 20mm at 3rd firing. Manual override lever was used to release the device. The device was replaced, but the device could not be fired at 4th firing. The cartridge was replaced. The firing sound was heard, but the device could not be fired when the firing trigger was grasped at 5th firing. The device was released. The device was used on the lung. Another device was used to complete the case. The lung tissue was thick. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. During the visual inspection, the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due to the condition. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was a bailout. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 456c48, and no non-conformances were identified. Additional information was requested and the following was obtained: the device was replaced, but the device could not be fired at 4th firing. The device was replaced, but the device stopped on the way of 4th firing.